Manufacturer narrative:
The user facility connected another camera head to the olympus video system center otv-s400 that was used in combination with the device, but the reported event was not reproduced. Therefore, the user facility surmised that the reported event was attributed to the device. The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. -there were no visible abnormalities in the appearance of the device. -since the camera head communication error e224 occurred, omsc could not confirm the operation according to the instruction manual. The reported event may have been caused by usage environment, as two camera heads encountered error e224 at the same time. The device may have failed due to the electrical system because there was no external damage. Therefore, it is possible that the internal board of the device has failed due to overcurrent that was caused by attaching or detaching the device with the video system center turned on. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus medical systems corp. (Omsc) because the camera head communication error e224 occurred when the device was connected to the video system while preparing for use. At this time, the endoscopic image was displayed. The reported event occurred simultaneously on two camera heads ch-s400-xz-ea owned by the user facility, serial numbers (B)(4). Omsc inspected the device and found that the camera head communication error e224 occurred and the endoscopic image was not displayed. This failure mode is a MDR reportable malfunction. There was no report of patient injury associated with the event. This report reports a malfunction of the camera heads ch-s400-xz-ea with serial number (B)(4).